Manufacturer narrative:
(B)(4).

Event description:
During a hip labral repair procedure it was reported that the surgeon free drilled because the angle couldn't be reached using the drill guide. The first anchor was tapped in but the anchor shattered down the center, which had to be drilled out and replaced with a 2.9 anchor. The same happened with the second anchor. The patient was very young with very strong bone. No patient injury was reported.